Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record/batch record review, product history trending, problem code trending, failure mode effects analysis, system hazard use misuse analysis and health hazard evaluation. The DHR (device history record) could not be performed as there was no lot number provided. (B)(4). The fmea (failure mode effects analysis) score for similar user symptoms is below the threshold of 100. The shuma (system hazard use misuse analysis) has been assessed as low as reasonably practicable. The hhe (health hazard evaluation) was reviewed for similiar issues indicated that the risk is none/negligible. There was no product returned for investigation. Per the instructions for use (IFU), failure to properly rinse devices to remove cidex opa (same as disopa) may result in patient side effects, including serious allergic reaction to residues or discoloration of tissues. Multiple follow ups for additional information were made. There was no additional information received regarding the patient or the event. No information has been provided regarding the customer's pre-cleaning/disinfection process for the endoscope that was used on the patient. Due to insufficient information, the root cause could not be determined.

Manufacturer narrative:
Ni

Manufacturer narrative:
Sex: corrected from female to unknown.

Event description:
On (B)(6) 2013, a facility reported that a patient experienced swelling of the neck after an endoscopy procedure. The patient was examined by an otolarngolist and had a CT scan examination but no problem was found. The symptom did not subside so the patient went to see a second otolarngologist. The patient was admitted to the hospital. The current status of the patient is unknown. The endoscope was disinfected using an aer (endoclens) and disopa.